Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was twave oversensing, increased impedance and an apparent right ventricular lead fracture. The patient received multiple inappropriate shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received for evaluation and evaluation of the actual device is in progress. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 2 - ventricular nst<=170 ms average v-cycle on (B)(6) 2011 at 10:03:19 and 10:03:56. 2 - vf<=190 ms average v-cycle on (B)(6) 2011 at 10:03:22 and 10:03:59. Sensing - interference/noise ventricular short interval count v-sic=18 counts, in 0.75 day, between (B)(6) 2011 18:39:21 and (B)(6) 2011 12:45:54. Rv impedance - resistance/impedance increase daily pace impedance trend data shows an increase for rv pace=584 to 1184 ohms peak between (B)(6) 2011 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the proximal conductor was fractured, the distal conductor was distorted, the defibrillation coil was distorted, the distal conductor was stretched, the defibrillation conductor was fractured (overstress), there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, exposed defib coil white substance, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, a bilumen tubing void was noted at 46.5cm, and the lead was stretched. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 2 - ventricular nst<=170 ms average v-cycle on (B)(6) 2011 at 10:03:19 and 10:03:56. 2 - vf<=190 ms average v-cycle on (B)(6) 2011 at 10:03:22 and 10:03:59. Sensing - interference/noise ventricular short interval count v-sic=18 counts, in 0.75 day, between (B)(6) 2011 18:39:21 and (B)(6) 2011 12:45:54. Rv impedance - resistance/impedance increase daily pace impedance trend data shows an increase for rv pace=584 to 1184 ohms peak between (B)(6) 2011 and (B)(6) 2011.